Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his thigh, right hip-joint, and groin; the formation of metallosis which has damaged bone and tissue surrounding the implant; a lack of mobility; chromium and cobalt metal toxicity; and other complications.